Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample (prenatal, with an anti-s) yielded a false negative antibody test in both tango optimo and tango infinity when tested with biotestcell 1 & 2, # 8643021-00. The customer was able to detect the antibody in the tubetest with peg (heterozygous cell reacted 1+ and 2+, homozygous cell reacted 2+). The customer sent in the patient sample for investigational testing as well as a sample of the allegedly defective biotestcell lot and also the solidscreen ii ahg used in this false negative test. At the time the material arrived on our premises, the affected batch had already expired. The affected lot had already expired at the time the customer filed her complaint. Although the allegedly defective product sample was already expired, it was tested in our quality control laboratory on tango optimo and tango infinity and yielded on both instruments a negative reaction. An anti-s used in this test reacted correctly positive. The ahg returned by the customer was used for testing. When tested with reference batch biotestcell 1&2 # 867021-00 - that was within its shelf life - the patient sample showed a correct 1+ positive result on both instruments. The patient sample was also tested in tube test (immediately spin (rzt), liss 10 min 37 ° c and in liss-iat) and reacted negatively, also in the liss / coombs gel card the reaction was negative. Since the affected batch had already expired at the time of testing, the reason for this false negative reaction remains unclear. The complained was classified as undetermined. A review of the batch record documentation showed no irregularities that might have negatively affected the quality of the allegedly defective lot. The affected tango optimo as well as the affected tango infinity were inspected by one of our field service engineers with no indication for an instrument or software malfunction. Both instruments were confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
A customer reported a false negative antibody screening test with biotest cell 1&2 on tango infinity. The specificity of the missed antibody is anti-s. The customer returned the supposedly defective product and also the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing. The affected tango optimo as well as the affected tango infinity were inspected by one of our field service engineers with no indication for an instrument or software malfunction. Both instruments were confirmed to operate within specification.